Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the representative requested to speak about how nurses deal with clogged nf and enfit nasogastric tube lines. Discussed ifus, noting healthcare professionals should clear obstructions per hospital policy. They could also refer to their nursing textbooks for how to clean nasogastric lines. In this case, clear the line with an air puff through the prevent filter or irrigate using a lopez valve, no fluid through the prevent filter. If using a lopez valve, flush the valve per facility protocol following administration. Hospital protocol was always recommended, but the ifus offer some guidance. The nurse disconnected the anti-reflux valve from the sump filter and sent a bolus of air down the sump line. This burst of air relieve the negative pressure differences at the tip and allows the tube to disengage from the stomach wall. If flow did not improve, the nurse then disconnected the nasogastric tube from the vacuum line and flushed the central lumen with 10¿20cc of water. As lippincott stated, if the nasogastric tube was not draining, the nurse should reposition the tube by advancing or withdrawing it slightly with a physician's order. Per customer via phone on (B)(6) 2022, it was stated that this was a general inquiry and not a complaint concerning becton dickinson's nasogastric tubes. The customer angie was dealing with a patient who had an obstruction that was too large to suction. Because the ng tube flushes the central lumen with 10-20cc of water, they wanted to know how best to remove larger blockage.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿filter design not to specification/design is inadequate tube was not checked regularly for reflux clinician injects fluid". The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd was unable to determine the associated labeling to review. The device was not returned.

Event description:
It was reported that the representative requested to speak about how nurses deal with clogged nf and enfit nasogastric tube lines. Discussed ifus, noting healthcare professionals should clear obstructions per hospital policy. They could also refer to their nursing textbooks for how to clean nasogastric lines. In this case, clear the line with an air puff through the prevent filter or irrigate using a lopez valve, no fluid through the prevent filter. If using a lopez valve, flush the valve per facility protocol following administration. Hospital protocol was always recommended, but the ifus offer some guidance. The nurse disconnected the anti-reflux valve from the sump filter and sent a bolus of air down the sump line. This burst of air relieve the negative pressure differences at the tip and allows the tube to disengage from the stomach wall. If flow did not improve, the nurse then disconnected the nasogastric tube from the vacuum line and flushed the central lumen with 10¿20cc of water. As lippincott stated, if the nasogastric tube was not draining, the nurse should reposition the tube by advancing or withdrawing it slightly with a physician's order.per customer via phone on 01jul2022, it was stated that this was a general inquiry and not a complaint concerning becton dickinson's nasogastric tubes. The customer angie was dealing with a patient who had an obstruction that was too large to suction. Because the ng tube flushes the central lumen with 10-20cc of water, they wanted to know how best to remove larger blockage.